Event description:
During index procedure, one endeavor sprint rx drug-eluting stent was implanted to the distal rca. Patient was asymptomatic at 30 day follow up. Approx 6 weeks post index procedure, a spontaneous gi bleed is reported to have occurred. This event caused the patient to be hospitalized. Patient received a transfusion of 3 units of packed red blood cells. Investigator states that event was not related to the study stent. Patient was asymptomatic at 6 month follow up.

Manufacturer narrative:
Eval code - (gi bleed).